Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited low r-wave amplitude. The lead was explanted and a small crimp was noticed at the distal end of the lead. Clavicular crush was suspected. A replacement lead was implanted. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.